Event description:
It was reported that immediately following the patients last readjustment, they got in their car and the stimulator started turning on and off by itself no matter what the patient was doing. The patient was in pain and needed an adjustment from a manufacturer representative (rep). The patient asked for help with reprogramming and asked for a rep to speak with the patient. The patient noted that the healthcare provider (hcp) wouldn¿t set anything up with the rep. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#:(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, lot#:(B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial#:(B)(4), product type: programmer, patient. Product ID: 97754, serial#:(B)(4), product type: recharger. (B)(4).